Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage is suspected, although it was not confirmed. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the event was resolved by repairing the right ventricular (rv) lead with a sleeve and medical adhesive. During the procedure, rv lead fracture was visually confirmed.